Manufacturer narrative:
At analysis the stated reason for the return was not confirmed (error at start up) the device started up normally. It was noted that there was a scratch on the lower part of the display but it was deemed acceptable and it was additionally noted that the device failed its "over voltage current" and its "pulse noise atrial" tests on the automated test system and that calibration was required. The device was cleaned and calibrated and it then passed its tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator generated an error. The generator has not been returned for service. There was no patient involvement. It was further reported that the generator was returned for service. The generator subsequently tested out of specification during manufacturer's analysis.